Event description:
Normal use requires the device sensor to be changed every 10 days. And with a few simple steps, a replacement sensor is on and warming up within 5 minutes. Over the course of the last 4 or 5 sensors, I've come to notice that I develop itching around and under the sensor insertion site. Initially, I can put up with the itching and go about my business, but by day 2, it becomes a huge distraction. Yesterday, when it was time to remove the old sensor, this is what was under the sensor: (B)(4). The first image appears to have chemical burns. It is quite painful and required medical attention. It was blistering, had pustules and was oozing, all of which are evident in the photo. In fact, the oozing was so bad that I included a photo to show how it was seeping through my shirt. I have researched diabetic online forms and have found that there are countless users of the dexcom product experiencing the same issue. Additionally, I have been in touch with dexcom on the issue. They have informed me that there was a change to adhesive formula of the sensor, and that they are aware of this problem. When I asked if they are planning on returning to the old adhesive, dexcom responded that they do not have any plans to go back to the old adhesive formula in the near future. And when pressed for a reason, it became clear that they had millions of sensors manufactured with the new adhesive, and want to use up the inventory of new sensors before going back to sensors manufactured with the old formula. Dexcom has provided some suggestions. Among them were the use of flonase at the insertion site and a list of barriers that can be used over the insertion site before applying the new sensor. They also recommended visiting my doctor for suggestions, but I don't think it is wise to have high-risk patients visit their doctors during a pandemic for an issue that dexcom can but refuses to immediately address. This issue with the adhesive renders the sensor defective and as such, should be replaced under warranty. And while dexcom will replace the sensor at no charge, they replace it with another sensor that has the defective adhesive formula. I am writing to ask that you intervene on behalf of the millions of people who have come to rely on this great technology that I feel is the biggest breakthrough in diabetes care since injecting insulin. Dexcom made the error of not properly testing the new adhesive formula before deployment. The patients should not be asked to endure the pain and suffering that comes with using the sensor that has the new adhesive formula. Dexcom should go back to the old adhesive immediately. They should discard the sensors with the new adhesive and absorb the financial loss. It should not be passed along to the patient. I have photos of the injury site. FDA safety report ID# (B)(4).